Event description:
Voluntary medwatch received states that the leadless pacemaker (lp) was unable to implanted. A different lp was used to complete the procedure. The patient status was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5167888. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.